Event description:
The physician reported he was performing an aneurysm coiling, and noticed the coil was stripped. No further information has been disclosed.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. In addition, boston scientific will request a more detailed description of the event and the phenomenon he experienced. Therefore, boston scientific cannot conclusively determine the cause of the user's experience at this time. If the device is returned, and further siginificant information is found, a supplemental report will follow.